Event description:
It was reported that during an unk procedure, the clip applier would not reopen. Before using the device on a blood vessel, while setting the first clip in the jaws, they got stuck in the closed position. The device was unusable. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged latch. The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However it was noted that the firing trigger would not returned to its home position after each firing and had to be assisted. The device was disassembled to verify the condition of the internal components; the latch was found damaged and the lockout posts were broken, not allowing the device to function as intended and causing the opening issues. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
On (B)(6), 2010, the customer reported an intermate was leaking. The device was received with solution in the packaging, and the labels were difficult to read. The unit was pre-filled by civa with pamidronate; civa admixture code is (B)(4), lot# is either (B)(4). The problem was noted prior to product use sand there was no patient injury or medical intervention. Sample is available for evaluation.